Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The subject device was evaluated. Device evaluation noted the customer reported issue was not reproduced. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), the following description are mentioned in ¿4.4 color adjustment¿ section of the instruction manual. ·refer to the video system center's ¿electronic documentation¿ or ¿instruction manual¿ to automatically correct the auto white balance or manually adjust the color tone. A definitive root cause cannot be identified on the reported phenomenon as it was not reproduced during evaluation, it was determined that the device met the specifications. Olympus will continue to monitor complaints about this device.

Manufacturer narrative:
The investigation is ongoing. This report will be supplemented following investigation completion.

Event description:
It was reported that the device screen turned blue during a therapeutic procedure. Per the reporter, "the image returned afterwards. When tried to adjust white balance, e931 error code occurred". The intended procedure (therapeutic) was completed using a similar device. There was no patient harm or injury reported due to the event.